Manufacturer narrative:
The technician found the side com board connection was damaged from abuse. The technician replaced the side com power control board assembly to resolve the issue.

Event description:
The account alleged the nurse call not functioning. No pt impact.